Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login to the device during procedures by displaying admin login screen asking for a password. The customer confirmed that there was no delay or harm to patient. The customer stated that they unlocked the back of the station to get the supplies and went to another device to obtain the required medications. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system did not allow users to login during procedures. A technical support specialist analyzed that the station configuration settings were causing the login failures. Changed station configuration by logging in and updated as autologin check box to resolve the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow users to login to the device during procedures by displaying admin login screen asking for a password. The customer confirmed that there was no delay or harm to patient. The customer stated that they unlocked the back of the station to get the supplies and went to another device to obtain the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station configuration settings were causing the login failures. The technical support specialist changed station configuration by logging in and updated autologin check box to resolve the issue. The system functioned as intended.